Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One decontaminated device was returned. Under visual inspection the device appeared to be in good condition. Functional testing was performed in which the device was inflated and after a twelve-hour period the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review was not performed as no fault was found and the device lot number was unknown. No further actions have been taken.

Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was the possibility of air leakage. The reported had been using a "smart cuff" on a patient who had been on this product for 2-3 weeks and removed from the patient at the end of last month. There was a "voice" leak and the "tv drop" alarm went off. It was noted that the alarm often sounds in the state of the left side. Adverse patient effects are unknown.